Event description:
It was reported that the patient underwent a hip revision approximately 5-years post-implantation due to dislocation. No patient harm or impact reported during the procedure. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: femoral head +0x28mm dia. Item: 00801802802. Lot: 64771849. G2: foreign ¿ australia. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.